Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue was confirmed. It was observed that the image was dark due to a damaged printed circuit board and digital video output board. In addition, service found the video connector socket was damaged and the tab on the socket could no longer lock the connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the subject device for use, no image was displayed. The device was turned on before any procedures started, and the user facility realized that the device could not be used. There were no patients in the room at the time. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon ¿image is not displayed¿ was due to the failure of the patient circuit (dr) board and the digital video output board. Although the cause of the failure of the dr board could not be specifically identified, it was presumed that the failure was due to the design because the equipment was manufactured before the design change of the dr board. It was confirmed that the design of the dr board was changed on april 16, 2018 for the phenomenon that the endoscopic image does not appear in combination with the 180 series scope. It was recommended to replace the affected parts, perform functional inspection and electrical safety test. Olympus will continue to monitor field performance for this device.